Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the screen became black when the device was used, and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the screen became black when the device was used, and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the vessel was severely calcified and severely tortuous, with 90% stenosis of the lesion. The motor drive unit was on before reaching the lesion area.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. The impedance test showed an electrical open at the distal end of the catheter, between 0 and 10 cm from the distal housing. The transducer-level impedance test using the microprobe could not be performed due to the condition of the transducer/distal housing. The flush test showed that the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leakage were observed, and air was removed correctly. H6 evaluation conclusion code clarification: according to the instructions for use, the motor drive unit (mdu) shall remain off when inserting the device, however, according to the event information, the mdu was on during the catheter insertion into the patient. Having the mdu on during insertion can significantly increase the constriction over the catheter and cause an electrical failure because the device is not designed to withstand the forces encountered when advancing while rotating.